Event description:
The customer reported a communication error b30 and the customer could not get the device to connect. Additionally, the customer reported that they could not see out of the device. The issues occurred during preparation for use and before the patient was in the procedure room involving an olympus bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.